Event description:
It was reported the recharger was not recharging. It was plugged in for two weeks, however, nothing has changed or worked. The patient had stimulation about a week ago and had turned off the implantable neurostimulator (ins). Patient then wanted to turn the stimulation back up and recharge the ins, however, nothing seemed to work. Additional information received reported the ins was in overdischarge (for the second time) and was not recoverable. The physician was informed, the patient needed to have her ins replaced. Patient outcome was not provided. Yes, troubleshooting was performed. Yes, the patient did know recharging but had neglected to perform it. I was not able to communicate with the ipg. That's all I have.(B)(6).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).